Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device presented a leak through the water pump tower. The problem was fixed thereafter. The equipment was checked and was working properly during the same visit. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. An olympus field service engineer was dispatched to the user facility and confirmed the reported issue. In addition, the following reportable malfunctions were identified during the device evaluation: a fault in the hoses (the hoses are gutted) and there is loss of water through the pipe. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the tower water pump leaks water and the loss of water through the pipe are due to a fault in the hoses (the hoses are gutted) was due to a component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device presented a leak through the water pump tower. The problem was fixed thereafter. The equipment was checked and was working properly during the same visit. There were no reports of patient harm.